Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received new and relevant information on 11/25/2022 alleging headache related to a CPAP device. In addition, appropriate health effect - clinical code has been added.